Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the displacement test and self test. No unexpected post-reset ram crc alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received post-reset ram crc alarm. The customer¿s blood glucose level was unknown. The customer stated that they were able to rewind the insulin pump. Troubleshooting was performed. The product will be returned for analysis.